Event description:
It was reported that the patient presented in clinic for follow up with shortness of breath. Device interrogation revealed dislodgement, failure to capture, and r-wave amplitude variation on the right ventricular (rv) lead. On 29 mar 2022, the physician elected to reposition the rv lead. The patient condition was stable.

Event description:
New information received notes that x-ray was performed on (B)(6) 2022 to reveal dislodgement.

Event description:
It was reported that the patient presented in clinic for follow up with shortness of breath. Device interrogation revealed dislodgement, failure to capture, far-p over-sensing, and r-wave amplitude variation on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to reposition the rv lead. The patient condition was stable.